Event description:
Return reason: open circuit. Analysis determined : investigation found that the thermistor casing is cracked and that the thermistor wires became detached from the wire leads within the thermistor casing causing an unstable reading. No manufacturing defects were found. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken : no corrective action is necessary at this time because each thermistor is 100% visually inspected and 100 percent continuity tested along with temperature reading verifications within a 37c water bath. Inspection processes have been updated and are continually being evaluated for improvements. Bbnj is currently investigation possible causes into this failure type. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.